Manufacturer narrative:
Correction b5: medtronic received information that prior to use of an act plus instrument, it was reported that the instrument could not measure properly, and the value of channel 2 didn't match. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that liquid cartridge (hr-act) was used. A reliable value could not be obtained, and the instrument was not used in the procedure. Correction h6: eval code method (fdm/ annex b), and eval code result (fdr/annex c). Additional information h6: eval code conclusion (fdc/annex d) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported measurement issue was not verified during service. Service technician performed external cleaning, and no issue with the appearance. Replaced the actuator drive, cleaned and calibrated the unit. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the instrument could not measure properly, and the value of channel 2 did not match. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that liquid cartridge (hr-act) was used. And a reliable value could not be obtained, and was not used in procedure.